Event description:
Vague report of a pump issuing failure code 533:320:717:0000 during pt use. The failure code will result in audible and visual alarm and stop all channels in use. No pt compromise or injury resulted.